Event description:
It was reported that the clinical consultant (cc) confirmed no video detected was not present, but noted that some apps in the "steathadmin" were slow to load and intermittently freezing. The cc reported that the following: software reinstall: - still in progress - being done through camera cart monitor main cart no video detected: - power cycle, unplugging from wall power, holding down power button-- resolved once but issue returned after hard reboots - re-seated high-definition multimedia interface (hdmi) into main cart monitor and computer-- issue not resolved - hdmi cable was pinched/kinked with a crease with no prior issues - softkeys: source input was hdmi-- issue not resolved during additional troubleshooting, the main cart was still displaying no video detected. The clinical consultant (cc) had gotten a known working high-definition multimedia interface (hdmi) cable and bypassed the connection from the computer to the main cart monitor. No video was detected. The cc then took the display port (dp) video input cable from the camera cart monitor and put it into the main cart monitor, and was able to get video on the main cart monitor. This then confirmed that the main card video port on the computer was no longer functioning. It was reported that after replacing the computer, the main cart monitor still displayed no video detected. The cc swapped the monitor hdmi connections with a known working system. The issue followed this system's computer/hdmi cable. The cc swapped the hdmi cable with a known working hdmi cable. The monitor still displayed no video detected. The issue was isolated to the replacement computer. It was reported that after replacing the computer the second time the system was still intermitten tly displaying a no video detected message on the main cart monitor. The cc noted that they were able to sign into the clinical application with video on both carts but when they went to log out to access "stealthadmin", the system displayed the message on the main cart. The camera cart still displayed video. The cc turned the system off, unplugged from wall power, and held the power button to discharge the uninterruptable power supply (ups). The system turned on with both monitors receiving video, the cc entered "stealthadmin" and found that the main cart monitor was listed as "disabled". The cc logged out of "stealthadmin" and the main monitor once again displayed no video detected. Through previous troubleshooting, the cc confirmed the main monitor worked as expected with known working hdmi and computer, confirmed issue continues when swapping hdmi cables. The cc swapped the solid state drive (ssd)s from another system and the issue continued. It was reported that they are still getting "no video detected" after swapping the computer. But with a different monitor, it was able to come back on.

Manufacturer narrative:
H2 additional information: updated b5 and d10. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764r computer, serial lot/sw version: - product ID: 9735740 software, serial lot/sw version: 2.1.0 product ID: 9735764r computer, serial lot/sw version: - product ID: 9735795r monitor, serial lot/sw version: - the system was serviced in the field by a medtronic representative. The computer and monitor were replaced to resolve the issue. Codes b01, c13, and d1501 are applicable. Img code g0200701 applies to the computer and g02014 applies to the monitor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was unresponsive intermittently, when giving prompts system would lag behind then screen would rapidly catch up to the current prompt. When the clinical consultant (cc) then was trying to connect to picture archiving and communication systems (pacs), system was taking longer than usual and would become unresponsive while searching for patients. Cc had to boot down system and boot back on to get the system to become responsive. While cc was on site at a later time, they went and performed initial troubleshooting, cc deleted old patients from system to increase storage capacity. After turning the system on cc was unable to log into the system, after putting in user and password and pressing enter the screen would go black then loop back to the log in screen. This occurred multiple times. Cc then performed a hard reboot and the system was able to log in upon booting back on. There was no patient involvement.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.